Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 214 mg/dl. The customer stated that he is no longer on the insulin pump and declined to do any troubleshooting.